Event description:
It was reported that the patient had multiple aborted vf therapies. Suspected insulation break. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.